Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had poor coupling. The rep used a different recharger and the issue was resolved. A recharger issue was suspected. The patient was able to get coupling with their recharger after trying antenna locator and antenna dial rotation. The caller stated that their ins was able to get six boxes. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had been "having issues" in july and they "felt like something happened with the ins." The patient reported that they felt like the battery was coming loose and they were having severe pain and the ins wouldn't charge. The patient mentioned that it had always taken them a long time to get coupling bars and charge their implant. The patient stated that they "found out that the programmer was messed up" and that they were sent a new programmer. It was thought that the patient was referring to their ins recharger. The patient also mentioned that they had a cat scan and it was determined that their leads were fine. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-03. The patient reported that she was sent a new charger and it still charged slow but it did charge now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having issues with her stimulator. She could not get it to charge no matter what; the paddle seemed like it did not want to charge the battery. The patient sat and literally just barely moved in a chair and she had an awful pain shoot from where the ins was located; it felt like the battery was popping out of her skin. It hurt so bad that the patient almost passed out. The patient was to follow-up with a healthcare professional (hcp). It was noted that the patient no longer saw a managing hcp. The charging issues began in 2017, sometime at the beginning of the week prior to (B)(6) 2017. The shooting pain occurred on (B)(6) 2017.

Manufacturer narrative:
Product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jun-20 reporting that they always had problems charging and the device has never charged right and that's why the patient does not use it. The patient had not used it in probably over a year. The battery totally died/discharged a long time ago and did not have therapy. The patient saw a representative a few months ago and the patient needed to fully charge it so that the representative could reprogram. While with the manufacturer representative about 6 months ago, it was not charging fast enough and the representative had to do "something else" with the battery so the patient went home to finish charging and had been seeing the reposition antenna screen. Last night the patient used the insr and it got frozen on a circle and showed a person/ antenna locate (al) screen. A reset of the implantable neurostimulator recharger (insr) was performed during the call which resolved the frozen screen. The insr then showed the reposition antenna screen. A health care provider (hcp) appointment was planned for (B)(6)2019. No further complications were reported.